Manufacturer narrative:
H.6. Investigation: a complaint of a defective connector was received from the customer. A sample was returned to aid in the investigation of this defect. Through visual inspection, it was observed that a piece of syringe was stuck inside the product, causing the connection issues. A device history record review could not be performed on model 394501 because a lot number was not provided by the customer. The root cause for this issue was misuse of the product, causing a piece of the syringe to break and cause connection issues. H3 other text : see h.10.

Event description:
It was reported that the syringe would not connect to the connecta q-syte wht and the tip broke off, resulting in leakage. The following information was provided by the initial reporter, translated from japanese to english: "according to the customer's report, the hcp attempted to connect a syringe to q-syte (stopcock) but could not connect properly, and forcibly inserted the syringe. Then, the syringe tip was broken, resulting in leakage."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe would not connect to the connecta q-syte wht and the tip broke off, resulting in leakage. The following information was provided by the initial reporter, translated from (B)(6) to english: "according to the customer's report, the hcp attempted to connect a syringe to q-syte (stopcock) but could not connect properly, and forcibly inserted the syringe. Then, the syringe tip was broken, resulting in leakage."